Event description:
It was reported that during a procedure, the glass that holds the liquid monomer from the autoplex system with vertaplex hv w/o broke into pieces while opening. The procedure was completed successfully utilizing back-up equipment. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a procedure the glass that holds the liquid monomer from the autoplex system with vertaplex hv w/o broke into pieces while opening. The procedure was completed successfully utilizing back-up equipment. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Updated to include concomitant product as this was not included in the initial report in error.

Manufacturer narrative:
The device was discarded by the user facility; it is not possible to determine the cause of the reported malfunction without an evaluation of the device.